Event description:
The customer reported no image during inspection for use involving an olympus gastrointestinal videoscope. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. The date of the event is unknown. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.